Event description:
The customer reported a leak of clenz from the compressor cabinet of the lh500 instrument. The volume of the leak was reported as around 20 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse could not locate the leak in the compressor cabinet. The customer reported to the fse that they worked with the technical support center over the phone to resolve the leak but they were still getting diff vote outs on qc and patients. The fse found the pinch valve 27 (pv27) on the pump module had worn tubing which caused the diff lyse reagent to de-prime and leak under the compressor. The fse replaced the tubing at pv 27 to resolve the leak and the diff vote outs reported on (B)(6) 2013. The fse also found the peltier fan was not working. The fse replaced the peltier fan as incidental service as this was not related to the leak reported. Upon recur, the failure mode for the peltier fan and the leak is likely to cause erroneous differential results as a result of improper blood sample delivery to the mix chamber. (B)(4).